Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station screen had frozen on carefusion screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the station screen had frozen on carefusion screen. The technical support specialist (tss) dialed into the station rebooted and confirmed that medication application launched successfully. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue. E.1 initial reporter addr 1: (B)(6).